Event description:
Customer reported that after adding an aten video extender, there is no video to the main screen of the central nurse's station (cns).

Manufacturer narrative:
No harm or injury was reported. Once the main display was connected to the dvi port and the unit was rebooted, they were able to see the video on the main display. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the customer reported that after adding an aten video extender, no video was going to the main screen of the central nurse's station (cns). No patient harm was reported. Investigation summary: the main screen was not showing video due to the customer having set up the remote display incorrectly. The customer did not have a dvi splitter going from the kvm which is required for having two displays displaying the same information. The customer was advised to obtain a dvi splitter for their kvm to resolve the issue. No further issues were reported. The root cause is related to initial setup and user education. The cause of the issue is not related to a device deficiency. The root cause is determined to be user education related to the setup of the cns. Attempt #1 07/05/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 07/12/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #3 07/15/2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received.

Event description:
The customer reported that after adding an aten video extender, no video was going to the main screen of the central nurse's station (cns).